Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 600 mg/dl. Troubleshooting was performed and the insulin pump functions properly. No further information was provided.